Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking of the product, the stent fell from the delivery system. No additional event or pt info is available.

Manufacturer narrative:
.